Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the chief perfusionist that when the hospital staff unplugged the power base unit (pbu) from the wall, while attached to the pt, the pump stopped. The staff immediately plugged the pbu back into the wall and the pump started. The pbu was exchanged and there were no further issues. During troubleshooting of the pbu, it was determined that the internal battery of the pbu needed to be replaced. The battery was then replaced and the pbu functioned properly. The pt did not experience any comprise during the reported event, and remains stable.

Manufacturer narrative:
The internal battery of the power base unit has been returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.